Manufacturer narrative:
The instrument was found to have the inner tube bent. The slots on the inner tube were bent where the clamp arm hinges, causing the clamp arm to dislodge. The slots were bent inward, allowing the clamp arm to move freely. The slots were not broken, and no material was found missing. The root cause is attributed to fatigue failure due to mishandling/misuse.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image by a regulatory post market surveillance analyst is consistent with the instrument tip being broken off. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace head broke. The user completed the procedure with using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.